Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240/2367 during therapy on the homechoice (hc) in the initial drain. The home patient (hp) followed the instructions of the hospital and cycled the power on/off to clear the alarms. The hp then proceeded to reset the hc using the same supplies while still connected to the hc. The technical service representative (tsr) advised the hp to press stop and close all the clamps, then disconnect aseptically. The tsr explained the alarms and that air was detected. The tsr also advised the hp that the supplies were compromised and needed to be discarded. The hp stated that according to her pamphlet, it the alarms clear, it was okay to resume setup with the same supplies. The tsr explained that this particular alarm means air was detected and advised her to call the peritoneal dialysis nurse (pdn) to let them know about the alarm. The hp understood. During troubleshooting, no cause for the se2240 alarm was discovered. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Upon completion of the investigation, or if additional relevant information becomes available, a follow up MDR will be submitted.